Event description:
Pt's knee range of motion was reported to be tight post-operatively. Surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Pt's knee range of motion was reported to be tight post-operatively. Surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.